Event description:
The customer stated that he was treated by paramedics due to hypoglycemia. The reported blood glucose reading was 29 mg/dl, troubleshooting was performed. It was found that the time and date were set incorrectly in the insulin pump, causing the customer to receive more insulin than what was intended. The customer was assisted with correctly setting the time and date. Nothing further was reported.

Manufacturer narrative:
Add'l info: currently it is unk whether or not the device may caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.